Manufacturer narrative:
B.5 additional information: the CT scan also showed a type ia endoleak with aneurysm growth. A secondary procedure was carried out and a new non-mdt (endoprosthesis) was implanted within the previous device to resolve the event. The sponsor has assessed the event to be related to the device and not related to the procedure. The investigator has assessed the event to be related to the device and the procedure. It was reported that the patient has now expired. It was also reported the migration was due to a detachment of the free flow from the prosthetic body. H.6 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the reason for the secondary procedure was to resolve the type 1 endoleak (proximal end) and resolve main body stent graft migration. This secondary procedure involved the placement of stent graft extensions. The secondary procedure took place a month post the CT scan. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the endovascular treatment on a unknown size abdominal aortic aneurysm. It was reported that post-operatively, on routine follow-up approximately 8 years and 10 months post index procedure migration of th e endurant bifurcate stent graft was observed. It was reported that during this scan the free flow detachment of the endurant endoprosthesis was previously released. No cause of the event has been reported. No additional clinical sequalae were reported and the patient will be monitored.